Manufacturer narrative:
Pump was received with blank display due to corroded battery tube. Unit was received without the original battery cap and unable to verify damage battery cap. Unit was received with cracked battery tube threads.

Event description:
The customer reported via phone call that they were unable to remove the battery cap on their insulin pump. Blood glucose was 111 mg/dl. The insulin pump will be returned for analysis.